Event description:
Event occured in us. Problem code(imdrf code): a051102 sharp edges intra-operative complications. Capsule rupture in surgery room.

Manufacturer narrative:
This initial emdr is being submitted to FDA for an event that occurred inside of the USA. Capsular tear damage is indicated as a potential adverse event related to the iol, as covered under the adverse events section of the product's instructions for use (IFU). B1pc: pkg-19-388 00 i51-09-153.01_b1py, b1pc regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for an event that occurred inside of the USA. The report includes additional information not available/included in the initial report. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned and appearance check was not performed. The serial number was not available, trending per manufacturing batch could not be performed. The exact root cause of the event was not determined.

Event description:
Event occured in us. Problem code(imdrf code): a051102 sharp edges. Intra-operative complications. Capsule rupture in surgery room.